Manufacturer narrative:
The intraocular lens (iol) was not yet received for analysis. Prior to release the lens met all manufacturing specifications. The reporter suggested this event was not caused by the iol. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Other text : device not received for analysis

Manufacturer narrative:
The lens was received and inspected, lens was cut in half with one broken haptic. This condition is consistent with a lens that has been implanted and removed to perform a vitrectomy. The reported stated that to her knowledge the vitrectomy was not due to the lens. All available information has been included in this report.

Event description:
It was reported that during routine cataract surgery and after intraocular lens implant the patient's posterior capsule tore necessitating a vitrectomy. The reporter stated this adverse event was not caused by the lens. The incision was not enlarged to remove the lens and there were no additional complications.